Event description:
The device was used during a splenectomy procedure. Reportedly, the staples did not form properly. A few stiches were placed. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/23/97-supplemental rpt #1 submitted to FDA.